Event description:
The fse reported a cine disk not available error message. This would prevent the cine function from operating, causing a loss of subtraction, road-mapping, or other critical vascular cine functions. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The cine disk was evaluated and replaced. The system was tested and found to be working as intended.